Event description:
During unpacking it was noticed that the guide wire had a large bend at the distal end. The returned product eval revealed that the distal end of the bmw was returned wrapped around another guide wire. No additional info was available. The event will be reported based on the appearance that the guide wire fractured and appeared to have been retrieved with another guide wire.